Event description:
Boston scientific crm received information that the right atrial (ra) lead is fractured and will be extracted. To date, no explant paperwork has been received. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.